Event description:
The revision surgery was conducted in response to an infection. An update provided indicates a lack of information regarding the lot numbers for the screws used. However, it was mentioned that the infection appeared to be localized, and the procedure involved washing out and exchanging parts.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.